Event description:
It was reported that the ilet pump¿s screen was cracked while the pump continued to function and blood glucose control was unaffected. Symptoms included no reported adverse clinical effects. Outcomes included no disruption to therapy and no medical intervention or hospitalization. Investigation included a review of the reported hardware condition. Investigation of this case revealed physical damage limited to the display with normal pump operation per user report. It was concluded that the event was consistent with damaged device housing/display without impact to dosing function.